Event description:
It was reported that "an attempt was made to pass an intra-aortic counterpulsation balloon catheter through the right femoral artery in the hemodynamics department. As the guide wire was advanced through the balloon, it became stuck at 30 cm. The guide wire was changed, but the same issue occurred again." Additional information received stated "the second catheter was inserted at the same insertion site". Patient condition was reported as "in good health post-surgery and their condition is stable."

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "guide wire was advanced through the balloon; it became stuck at 30 cm" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined, hence no further action required at the time of the report. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "an attempt was made to pass an intra-aortic counterpulsation balloon catheter through the right femoral artery in the hemodynamics department. As the guide wire was advanced through the balloon, it became stuck at 30 cm. The guide wire was changed, but the same issue occurred again." Additional information received stated "the second catheter was inserted at the same insertion site". Patient condition was reported as "in good health post-surgery and their condition is stable".

Manufacturer narrative:
(B)(4). The reported complaint of iab tight over guidewire is confirmed upon the investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Returned with the sample was a 40cc inflation driveline tubing and various ap tubing (one short extension tubing and one 60" tubing); all components were visually inspected, and no abnormalities were noted (inp-4). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-6). The bladder was fully unwrapped (inp-7). Bends were noted to the central lumen at approximately 53.5cm and 59.1cm from the iabc distal tip (inp-8, inp-9). The central lumen was consistent with a flattened appearance at the location of the bends. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the proximal end (anp-1). Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 26.3cm from the iabc distal tip (anp-2, anp-3). No other leaks were detected. During visual inspection of the bladder/iabc, no blood was noted within the helium pathway. Based upon the reported complaint and visual inspection, the leak site noted on the bladder likely occurred after the device was removed from the patient. The customer did not report any issues related to a leak. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 53.3cm and 59.3cm from the iabc di stal tip, which are the location of previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 25.5cm and 31.3cm from the iabc luer, which are the location of previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bends/flattened central lumen. The root cause of the complaint is undetermined; a potential probable root cause is customer handling. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "an attempt was made to pass an intra-aortic counterpulsation balloon catheter through the right femoral artery in the hemodynamics department. As the guide wire was advanced through the balloon, it became stuck at 30 cm. The guide wire was changed, but the same issue occurred again." Additional information received stated "the second catheter was inserted at the same insertion site". Patient condition was reported as "in good health post-surgery and their condition is stable".